Event description:
It was reported that a user on an ilet pump for three days experienced a low blood glucose of 52 mg/dl without symptoms, corrected with oral carbohydrates including snack cakes and peanut butter, and was advised that early pump use can involve fluctuating glucose while the system adapts. Symptoms included asymptomatic hypoglycemia. Outcomes included self-treatment with oral glucose and no reported hospitalization. Investigation included troubleshooting and user education provided by support. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.